Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy and grainy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the noisy image could not be identified. In addition, the cause for grainy image was due to damage on charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.